Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the esophageal tissue during a laparoscopic hiatal hernia repair, the device was very difficult to toggle. The needle eventually broke. Another handle and reload were used. There was no patient injury.